Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.